Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed no delivery and unresponsive button. Troubleshooting for delivery was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that they received a no delivery due to an empty reservoir. The customer removed the battery and re-inserted and the insulin pump's button were unresponsive. Troubleshooting for button/keypad anomaly was performed. The customer stated that the time on the clock could not be viewed due to the no delivery alarm on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Received with intermittent esc, act, and up arrow button due to corroded keypad traces. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.